Manufacturer narrative:
The machine was initially checked on site and was confirmed that touch screen cable was not well connected probably during manufacturing. Device was returned when issue reoccurred and it was confirmed that device does not pass production test. Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the bellavista 1000 experienced touch screen issues. There was no patient involved in this reported incidence.